Event description:
During advancement of the navien catheter through the shuttle sheath, it was reported that a piece of coating fell from the catheter. This occurred on the segment of the navien catheter that had not yet been introduced into the rhv (rotating hemostatic valve).no injury was reported to the patient.

Manufacturer narrative:
The device has been evaluated. The coating of the catheter was found damaged at several locations and appears to be due to mechanical abrasion.(B)(4).